Manufacturer narrative:
The dermatome (ID 3539700) was returned for evaluation. Device history record (DHR) - review conducted for product ID 3539700 serial (B)(6) shows no abnormalities related to the reported failure. Failure analysis - hand piece passed function testing, measuring (.12 amps), with strong and consistent power. The head assembly was found in-tolerance on all calibration points, measuring (-0.0021 cap) and (-0.0026 bushing). There's a few minor nicks on the head and handle but all systems appear to be functioning correctly. Moisture damage and corrosion found on the bottom of the motor, with and without load the motor ran with strong power. Width clips are worn from the blade grinding against the bottom side of the clip. Root cause analysis- could not confirm the reason for return, no power or calibration issues to explain a bad graft. Corrosion and moisture damage is cause to replace the motor but during testing we did not find a power issue with or without load. Two width clips are worn from the blade. This account has a history of attaching the clip too tight causing the blade to become restricted or pinched. These clips are out of flatness spec, using one of these clips during a procedure could result in a bad graft. The most likely root cause is use error.

Event description:
A facility reported a dermatome (ID 3539700) did a bad skin graft: "the depth gauge was set at .008. The surgeon set up the device and the visual inspection afterwards did not identify any deviations in the set up. The skin harvest was striped laterally (tiger striped) vs length wise (racing stripe). The procedure was stopped and another padgett and blade was used. The harvest area was increased in size, but no additional treatment will be required." The event led to approximately 1 hour surgical delay. Skin graft site: left anterior thigh.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.